Manufacturer narrative:
The reported event of lead noise was not confirmed. A partial lead with the connector pin measuring 11.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented for a follow-up to the hospital after an episode of non-sustained ventricular tachycardia (nsvt) was observed on (B)(6) 2021. During examination of right ventricular (rv) lead, it was noted that the lead was sensing noise. Isometrics were performed on the patient and lead noise was seen during coughing and deep breathing exercises. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.